Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2.1 failed. The technical support specialist dialed into the station and confirmed no drawers were failed. The system functioned as intended after technical support specialist the investigated the device.

Event description:
It was reported when using the bd pyxis anesthesia system had drawer 2.1 failed. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.